Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from its implanted site shortly after being implanted. The patient received inappropriate therapies due to double counting and low r-waves. There was no capture on this rv lead. The local sales representative reported that the physician attempted to revise this lead and had difficulty placing the lead in the desired location. This rv lead was removed from service. Another rv was attempted and unable to be placed in the desired location. No adverse patient effects reported from this procedure. A new lead was successfully placed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.